Event description:
Boston scientific received information that the patient with pacemaker has a history of atrial tachycardia, with low p-wave amplitudes. The patient was seen in the hospital, put on flecainide for atrial arrhythmias, and after the medication was started the capture thresholds rose and the outputs were reprogrammed accordingly. The health care professional (hcp) noted that the battery gauge was at beginning of life (bol), however, the remaining longevity estimate read less than 0.5 years. The health care professional (hcp) consulted with boston scientific technical services (ts) and potential reasons for this observation were discussed. The plan was to monitor the patient and potentially reprogram the device depending on the medications. No adverse patient effects were reported. At this time the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.